Event description:
The procedure was stent implantation for external iliac artery. The vessel characteristics were unknown. Approach was made contralaterally. When the stent was deployed, it jumped forward and was released distal to the intended target lesion. The user confirms that the smart control locking pin in place during advancement towards the lesion and that the sds advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user also states that the device was fat and straight outside the patient with no forward pressure applied to the catheter body. An additional smart control stent was placed to cover the whole target lesion, and the procedure was completed successfully without any patient injury.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Inaccurate placement is a known potential event associated with self expanding stent deployment. The smart control IFU (instructions for use) cautions, "advance the delivery system past the lesion. Pull back the delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site." Review of the information suggests that procedural factors may have contributed to the reported event.